Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and resulted in premature battery depletion of the device.

Event description:
This report is to advise of an event observed during analysis.